Manufacturer narrative:
It was reported that multiple vigilance device failure occurred. Device history record review and complaint history review were not performed based on the low severity of this complaint. The investigation concluded that during and after the surgery, the user attempted to move the robot arm when a 'vigilance device failure' was popped up on screen. This issue occurred multiple times and even if the foot pedal was pressed or not. They were solved by unplugging/re-plugging the foot pedal therefore, issues can be related to a momentary breakdown or the mis-connection of the vigilance device. Not enough elements are provided to conclude about the root cause for the issues observed during the surgery. Unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineer (fse) assisted the surgeon at the university of michigan for a rosa seeg case on 30-sep-2019 using br18038. When starting the laser registration (around 9:39am est), the vigilance device was stepped on to move the robot arm from the parked position to the home position. When the pedal was stepped on, a vigilance deice failure message appeared on the screen. When selecting to continue, the pedal was stepped on again, and the same error message appeared with the arm not moving at all. The vigilance device was disconnected from the robot, and then re-connected again. The robot arm then moved when the vigilance device was stepped on. There was no difference in the way the vigilance device was pressed, there was no tapping of the pedal, just a normal press with the foot. The patient was under anesthesia and no incisions were made. This resulted in less than a minute delay in surgery. There were no issues with the vigilance device for the rest of the case. After the case, the arm was being sent from the home position to the parked position when turning the robot off. When the fse stepped on the pedal, the vigilance device failure message appeared on the screen. The fse tried numerous times, but kept getting the same result. Even after disconnecting the vigilance device and plugging back in, the same message kept appearing. Eventually, after disconnecting and then reconnecting multiple times, the fse was able to step on the pedal and move the arm back to the parked position. The fse checked the vigilance device as well as the port where the pedal is connected, and appeared to be damaged or out of place.